Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion in the rca was predilated with a 2.5x30mm maverick balloon. The physician attempted to palce the taxus express2 2.75x32mm drug eluting stent when it fell of the balloon into the diagonal. The stent was retrieved with the use of a snare without difficulty. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is reported to be satisfactory.